Manufacturer narrative:
(B)(4). Additional data/failure investigation: field service technician investigation discovered drawer hardware obstruction caused the drawer to fail.

Event description:
Customer reports drawer on the pyxis anesthesia system failed. No pt was present.